Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse changed integrated multisensor technology (imt) consumables, pump tubing and sensor. The cause of the discordant potassium result is unknown. The fse then performed system conditioning and a dilution check. Quality controls were run and the results were within specification; a precision study with quality controls and patient samples was also within specifications. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Customer reported that a discordant potassium (k) result was generated by the dimension xpand plus with hm system. The sample was retested and the customer stated that the retested potassium result repeated the same. The result was reported out of the laboratory. One week later, the physician reported that the patient was tested at another facility and a potassium result within expectations was obtained. There were no reports of adverse health consequences or known patient intervention due to the discordant results.